Manufacturer narrative:
D9: device was received on 7/31/2024. One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Visual evaluation found downstream occlusion (dso) seal open/loose at air detector side, and lcd lens scratched. Primary problem could not be duplicated, only verified in event log history. Contamination was found at latch/lock, air detector, dso sensor area. The probable cause of air in line reported is contamination around the chassy. Replaced the main board and air detector. Device passed functional/deliver tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported pump had air in line constantly. There was unknown patient involvement and unknown patient harm/adverse event reported.